Manufacturer narrative:
MFR has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during set up of a pt, the device would not power up. Complainant did not indicate that there was any adverse effect to the pt, due to the reported malfunction.